Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer on (B)(6) 2010 and that it had performed on spec up to (B)(6) 2012. The info obtained from the device showed the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(6) 2012 and continued consistently up to (B)(6) 2012. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically. The device detected the fault with the battery and issued the "memory full" warning message. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.